Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by the patient's family that one of the patient's leads was "not functioning." Follow up with the dr's office determined that the right atrial lead was not functioning and had been "turned off." No patient complications have been reported as a result of this event.